Manufacturer narrative:
H2, b3, b5: event date has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the event occurred on 2025-feb-24.

Manufacturer narrative:
H3: software analysis was performed for the registration inaccuracy issue. There was no evidence captured within the logs to determine the root cause of the disappearance of the 3d model. "There was" insufficient information to determine whether a software anomaly contributed to the reported behavior. Software analysis was performed for the error 64 issue. A coredump was observed in the logs, which is consistent with a software issue. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis for the registration inaccuracy issue. Fdm b01, fdr c10, and fdc d18 are applicable to the software analysis for the error 64 issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, version: 2.1.0: qty: 2 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that after registration was performed normally, the site switched the mode to "touch" to register a touch point. This lead to a higher registration error. "Cancel last action" was pressed. The registration model was gone, but trace was still visible. They then tried to register the touch point which lead to a registration error of 9mm. After "cancel last action," the user proceeded to the verification screen but not all orientations of the computed tomography (CT) were visible. When returning to the registration screen, it resulted in a black screen with "error 64." The use of navigation was stopped and the system was restarted, but the use of medtronic imaging was discontinued. The case was still able to be completed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.